Event description:
It was reported that a 23mm 2800tfx aortic valve implanted for 7 years and 1 month underwent a valve-in-valve procedure due to critical aortic valve stenosis. The tavr was performed with a 23mm 9600tfx transcatheter valve and was successfully deployed.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.